Manufacturer narrative:
The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the clinical lead for adult diabetes at eput nhs foundation trust. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare professional on (B)(6) 2026 that the patient had passed away. Further information received on 12-june-2026 reported that the patient's death was unexpected and they were using the omnipod system. A follow-up call was conducted on (B)(6) 2026 with the clinical lead for adult diabetes at eput nhs foundation trust. It was stated that a coroner's investigation was ongoing, therefore, the cause of death is unknown. The patient was diagnosed with cancer (further information not available). It is unknown if the patient was wearing a dash pod and utilising the omnipod dash system at the time of death. The date of death was not specified.